Event description:
It was reported that there was a problem with a ti matrix locking cap. When using the locking cap to tighten down screws, the screws would not tighten. There were no reports of patient harm or of a surgical delay. This report is for 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes: mnh, mni, kwq and kwp. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.